Event description:
It was reported that the pump touch screen was scratched resulting in difficulties using the pump. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.